Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 9/5/2017 stating that ra lead impedance was pretty stable from 450 to 500, then started seeing more cyclic variability with some peaks around 720 minute ventilation chop noted on ra in atrial tachy response episodes. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).